Manufacturer narrative:
It was reported from a clinical study that patient had low haemoglobin and low blood pressure. The affected r3 acetabular liner, cobalth chrome femoral head, anthology standard offset stem and r3 acetabular shell, used in treatment, were not returned for evaluation as they remained implanted. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. It was communicated that the failure was caused by the study procedure. No patient complications reported as it was presumed that this was resolved with 2 units of blood transfusion. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that patient had low haemoglobin and low blood pressure. Patient received 2 units of blood transfusion.